Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic bariatric procedure, the stapler was able to fire but when the blade was recoiled, some of the tissue was damaged. It was stated that once the staple was done, the blade hooked part of the fabric when the base of the blade returned to its original position. The area was cauterized and another reload was fired. The event resulted to unanticipated tissue loss and damage. The patient incurred a temporary injury.